Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber panel micro switch was realigned, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber panel micro switch was realigned, and the unit was returned to service.

Event description:
The hospital reported the unit gave an 'absorber panel open' message and would not mechanically ventilate. There was no report of patient involvement.